Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event, as product has not been returned. Non conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that when she removed the reservoir, she could see moisture in the reservoir compartment. She stated reservoir was leaking past the o-rings. Troubleshooting was performed and pump appeared to the operating normally.